Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number:2017865-2024-73093. It was reported that patient's had infection. Patient's atrial and right ventricular (rv) lead exhibited oversensing. High pacing impedance and loss of capture was noted on rv lead and low impedance was noted on the atrial lead. Insulation and conductor damage was also noted. The leads were explanted. The patient was stable.